Event description:
It was reported a shocking or jolting sensation. The patient kept getting "shocked" at the implant site and it started approximately a month ago. The device kept shocking the patient ¿especially when she is around water¿. The patient was redirected to their healthcare professional. Further follow-up is being conducted to obtain information regarding the shocking sensation. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0llhl, implanted: (B)(6) 2014, product type: lead; product ID neu_un known_prog, lot# unknown, product type: programmer, physician. (B)(4).